Event description:
The patient reported that up and down arrow require increasing amount of force in order to activate a response. The patient reported the keypad has no tears or holes.

Manufacturer narrative:
The pump was returned and evaluated by product analysis on 07/06/2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.